Event description:
A malfunction on the pump was reported by the caller. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reset the pump with assistance from technical support, but the issue recurred. As a result, technical support decided to replace the pump. The customer will use mdi as backup therapy and was given instructions for returning the faulty pump. A replacement pump with updated software will be sent, and training on the new pump will be available through their tandem source account.